Event description:
During a gastrostomy tube placement procedure, the physician used a cook endoscopy percutaneous endoscopic gastrostomy set. During advancement of the tube through the esophagus and stomach, separation near the midpoint occurred. Hemostats were used to grasp the feeding tube and complete placement. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluations: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: information provided indicated blanching of the stoma site was noted during placement. The instructions for use caution blanching of the site indicates excessive pressure on the mucosa and should be avoided. The instructions for use instruct the user to make a 1cm incision through the skin and subcutaneous tissue. If the incision did not completely penetrate the subcutaneous tissue, this may contribute to resistance of the gastrostomy tube when exiting the stoma site. If excessive pressure is applied to the feeding tube, perhaps in response to resistance during placement, this can contribute to tube separation. Prior to distribution, all percutaneous endoscopic gastrostomy sets are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time because the information provided suggests this may be related to product handling. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.